Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's device was explanted because her generator eroded through her skin and was exposed. The surgeon noted that the device was bothering the patient for a few weeks and she had felt the edge of the generator under her skin. He noted that the generator can migrate within soft tissue and push into the underside of the skin and then the skin breaks down. Per the physician, the cause of the generator extrusion was due to infection at the site. It was noted that the vns was removed and the site was washed out, as the site had opened up with clear and green fluid coming out. Per the nurse at the surgeon's office, they do not definitely know what caused the infection, but the patient is overweight and legally blind which could have contributed. It is unknown when the infection started. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.